Manufacturer narrative:
The device was visually inspected and found to have separated approx 18.5mm from the bend.

Event description:
A proultra endo tip separated in the pt's mouth during its unitial use. The separated piece was most likely caught by suction, as the reporter indicted that it was not swallowed.